Manufacturer narrative:
H.6 investigation summary. Customer reported a molecular false positive. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown; nonetheless, batch history records are always reviewed prior to product release. Complaint is unconfirmed. Refer to customer letter. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive c. Tropicalis was detected. No patient impact was reported. The following information was provided by the initial reporter: customer reports they have detected a fp for c. Tropicalis on biofire.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive c. Tropicalis was detected. No patient impact was reported. The following information was provided by the initial reporter: customer reports they have detected a fp for c. Tropicalis on biofire

Manufacturer narrative:
D.4. Medical device expiration date: unknown. D4. Lot: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.